Manufacturer narrative:
Siemens healthcare diagnostics is conducting a recall for the immulite 2000/immulite 2000 xpi intact pth (intact parathyroid hormone) (ipth) assay kit lot 320. Siemens has confirmed that immulite 2000/immulite 2000xpi intact pth kit lot 320 can exhibit an average negative bias of up to -39% at ipth concentrations <20 pg/ml with serum and edta patient samples vs. A reference kit lot. An urgent field safety notice (ufsn) imc 16-27.a.ous was sent to ous customers and an urgent medical device recall (umdr) imc16-27.a.us was sent to us customers in november 2016. The ufsn and umdr informs the customers to discontinue use of and discard the affected kit lot. Siemens recommends transitioning to immulite 2000/immulite2000 xpi ipth kit lots 321 and above. Immulite/immulite 1000 ipth is not affected. Siemens is currently investigating the root cause of this issue.

Event description:
The customer obtained erroneous intact parathyroid hormone (ipth) result on patient samples on an immulite 2000 xpi instrument, while using kit lot 320. The samples were initially tested by using kit lot 319 and numerical values were obtained. Whereas, when the same samples were run using kit lot 320, results were displayed as "error". The physician(s) were expecting low results. The mean average difference observed by the customer between kit lot 320 from that of kit lot 319 was negative 16%. It is unknown if the result obtained using kit lot 319 was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous ipth results.